Event description:
Caller reported that during the fill tubing step of the load sequence, no drops of insulin were seen at the end of the tubing. There was no adverse impact to the customer's blood glucose level. Customer was advised not to overfill the cartridge and was instructed on correct procedures, including disconnecting the tubing at the t: lock and performing the fill tubing step again, but declined further assistance from technical support and opted to load a new cartridge independently, ensuring less insulin and proper air removal steps.